Event description:
During a left shoulder arthroplasty revision, surgeon came into contact with bone and old cement while using a stryker drill. The drill bit broke off into pt's humeral head about 1 inch.